Event description:
Technical services received a call on (B)(6) 2011. Caller stated one month follow up post generator change. This rv lead has been in since 2007. At change out the r waves were 13. Today they are 2.5 - 4 with some just sub 2. Patient is 100% rv paced so no intrinsic dms. Caller asking what could have caused this. Impedance is stable, threshold remains unchanged. There's no stored episodes. Measured induction fibrillation waves and left patient programmed to 0.6 for agc. Also did iso and pocket manipulations and saw nothing of note. Technical services has no further ideas on what could have caused this. Caller said they are going to check patient again in two months. Technical services suggested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).